Event description:
During routine cares, bed sheet noted to be wet under where IV tubing was lying - specifically, tpn filter. Upon closer assessment there was leaking noted from the cylinder of the tpn filter. Infusion stopped, charge nurse notified, md notified. Due to infection risk, unable to replace filter to continue infusion.